Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa. The patient was taking warfarin and aspirin post implant. The patient was discharged. On (B)(6) 2020 , the patient presented to the hospital with visual disturbance. Transesophageal echocardiography (tee) revealed a thrombus on the face of the device and a 2mm leak was noted. The patients medication regime changed to eliquis and aspirin. A head CT was performed and no thrombus was noted. The physician was uncertain on why the patient was having visual disturbances.